Event description:
It was reported that a study was conducted to characterize the reasons for revision, histological responses, mechanisms of surface changes, and crystallinity changes of retrieved peek rods used in posterior spinal instrumentation. Eleven fixation systems (9 peek and 2 metallic systems) were collected after revision surgery, providing 17 peek rods for analysis. It was reported that one patient experienced pain sometime post-operatively and required a revision surgery at levels l4-s1. No additional results from the study were given and no complications were reported.

Manufacturer narrative:
Literature article citation: higgs, g.b. Et al., "retrieval analysis of peek rods for posterior lumbar stabilization and fusion"; www.medicalpeek.org. Date of event is unknown. (B)(6). (B)(4) - (no known device problem). Catalog # 7893060 with 510k # k052609; catalog # 7897540, 7897545, 7896550 with 510k # k050809 was cleared in the united states. Neither the device, nor films of applicable imaging studies, were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of multiple part/lot numbers were implanted during the procedure including: part: 7893060 / lot: 0028580w, manufactured: apr 30, 2009 part: 7893060 / lot:0023481w, manufactured: mar 19, 2009 part: 7897540 / lot: 0003088w, manufactured: nov 25, 2008 part: 7897545 / lot: w08f1448, manufactured: jun 09, 2008, part: 7896550 / lot: 0018882w (x2), manufactured: feb 02, 2009, part: 7896550 / lot: 0005777w, manufactured: dec 04, 2008, part: 7896550 / lot: 0047164w, manufactured: jul 27, 2009, although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.